Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior the procedure, a powered stapler was unable to fire, yet the surgeon was able to press the green button and squeeze the handle. The instrument was ready for use, but couldn't be released. There was no patient involvement.